Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient tests his blood glucose twice a day. He tests before breakfast and in the evening time. The patient takes a set dose of 28 units 70/30 insulin every morning before breakfast regardless of his meter readings. The patient indicated that the alleged meter issue started on the day before, at around 9:00 am. Due to the meter issue, the patient claimed that he was unable to test his blood glucose. Although the patient was unable to test, he did not modify his diet, insulin, or diabetes management regimens. On original date, the patient ate breakfast as usual and took his set dose of 70/30 insulin. At an unspecified time that same morning, the patient developed symptoms of shakiness. He reportedly administered self-treatment by eating a candy bar which helped to relieve his symptoms. The patient denied seeking or receiving medical attention from a health care provider. The patient did not have a replacement battery for troubleshooting. He admitted that he had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of hypoglycemia after the alleged meter issue began. The patient claimed that he was unable to test his blood glucose for about a 24-hour period before he developed symptoms of shakiness.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.